Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 25mm carpentier-edwards perimount aortic valve underwent valve-in-valve procedure after an implant duration of nine (9) to ten (10) years due to unknown reason. The device was replaced with a non-edwards valve. The patient status is unknown.

Manufacturer narrative:
H11. Additional narrative updated h6 there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.